Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable was broken at the distal idler pulley. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, a broken wire was identified on the large suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.